Event description:
Event occurred, during a procedure (echoendoscope for gist). And was completed with the same device. The device was inspected, before use with no abnormalities found. There was a 10 (ten) minute delay.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the reportable event (gap between acoustic lens and ultrasound probe) occurred, due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable finding of the gap of adhesive on the distal end / stain entered inside the lens through the gap, there is a there is a gap between acoustic lens and ultrasound probe; other non-reportable findings were found. The additional evaluation findings are as follows: due to wear of the forceps elevator the lock engagement lever cannot be locked securely, the elevator channel plug is loose, due to damage on guide pin of electrical connector water tightness is lost, due to damage on channel tube water tightness is lost, displayed ultrasound image is defective with missing elements due to damage on ultrasonic probe, adhesive is worn around the light guide lens, adhesive is worn on the bending section cover, bending angle in right direction does not meet standard value due to worn angle wire. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a problem with the aspiration system. The device was returned and evaluated. During the device evaluation, the following reportable malfunction was identified: there was a gap of adhesive on the distal end / stain entered inside the lens through the gap, there is a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.